Manufacturer narrative:
Update 17-nov-2023: root cause: the most probable root cause is considered to be an internal leakage.

Event description:
Intellicuff was reported to be unable to generate pressure. Upon connecting the tubing and blocking it, it can be observed that pressure cannot build up. Internal leakage is suspected by the user, but they have not found any physical damage. There was no serious deterioration in the health of the patient, user or other person. The device alarmed visually and acoustically. Medical intervention was not required. Investigation is ongoing.